Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, a system alarm occurred. The operator was not sure how to respond to the alarm and discontinued the treatment without rinseback of the patient's blood which resulted in a blood loss of approximately 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss was attributed to operator error. The user's guide includes adequate instructions for responding to system alarm including instructions to manually rinseback the patient's blood if the alarm does not resolve after cycling power. The system alarm was most likely caused by dirt or debris on the blood leak detector which interfered with the detector signal. The user's guide includes instructions to clean the blood leak detector on a monthly basis. The operator was instructed to clean the detector and there have been no similar problems reported on subsequent treatments. There is no evidence to suggest that a device malfunction occurred. A direct correlation between the system one and the reported blood loss cannot be established. The reported event was reviewed with facility staff. Nxstage medical considers this report closed. No additional information will be provided